Event description:
It was reported that the handpiece continued to run on its own while the equipment was being tested during an on-site maintenance visit at the account. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.